Manufacturer narrative:
D15 - intuitive surgical, inc. (Isi) has received the curved-tip stapler involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the firing failures via log review during failure analysis. The firing failure was confirmed but not replicated. The stapler instrument was installed on an in-house system. The instrument passed the initialization test. The instrument clamped and fired successfully. The instrument was found to also have the yaw plate broken. Yaw plate web was bent outwards towards the clamp cardan. This failure is most commonly caused by mishandling/misuse, such as excess force applied to the distal end of the instrument. The instrument was installed on an in-house system. The instrument passed the initialization test. The instrument clamped and fired successfully. Two green stapler reloads were returned along with the stapler instrument and analysis was performed. Failure analysis revealed that the green reload (lot # m90190709 0074) had a knife exposed within the knife track. The known common cause of this failure is mishandling/misuse. The knife of the reload was found with an indentation to the blade edge. Failure analysis revealed that the green reload (lot # m91090627 0913) had a knife exposed within the knife track. The known common cause of this failure is mishandling/misuse. The knife of reload was found with an indentation to the blade edge.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not yet received the curved-tip stapler 30 instrument for evaluation. Therefore, the root cause of the customer reported failure mode could not be determined. A follow up MDR will be submitted for additional information received. No image or procedure video for the reported event was submitted for review. Verification of the product and event details via system logs confirmed that the stapler was last used on (B)(6) 2020 on (B)(4) with 23 uses remaining. A site history review was performed and no related complaints were found for the instrument. This complaint is being reported due to the following conclusion: during a da vinci-assisted pulmonary lobectomy surgical procedure, a fragment from the curved-tip stapler 30 instrument fell inside the patient, and was retrieved during the same procedure. While there was no report of any patient harm, adverse outcome, or injury, at this time it is unknown what caused the breakage to occur. Additionally, if the reported malfunction were to recur, it could cause or contribute to an adverse event. A follow-up MDR will be submitted if the instrument is returned or if additional information is received.

Event description:
It was reported that during a pulmonary lobectomy the customer had issues with the curved-tip stapler 30 breaking. The procedure was completed with no patient harm. Intuitive surgical inc. (Isi) followed up with the customer to confirm that there was no harm to the patient and no harm to the patient's tissue. The customer indicated that the blade would not stay in the stapler jaws and fell inside the patient. The fragment was retrieved by the surgeon. Customer did not have information on what task was being performed at the time of the issue, or if the tissue was too thick (tissue bundling). There was no patient-related information available.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an adverse event and product problem rather than just a product problem, as previously reported. Corrected information can be found the following field: b1, b2, and h1 b1 updated from "product problem" to "adverse event and product problem" b2 updated to "required intervention" h1 updated from "malfunction" to "serious injury".